Event description:
It was reported that during implant procedure, the pulse generator exhibited backup vvi operation in box. Another device was implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined.

Manufacturer narrative:
Correction/retraction: upon review of MDR-2017865-2015-05515 which was submitted on (B)(6) 2015, it was determined that this event should not have been reported as an MDR as model pm2272 is an MRI pulse generator and is not FDA approved and is not similar to a device that is currently FDA approved. All previously reported information should be nulled and voided.